Event description:
Same case as #6000093-2006-02358. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In 2002, the patient had a penta stent implanted in the cx artery. In 2005 the patient returned because the vessel had closed. A taxus express2 2.5x20mm drug eluting stent was implanted in the proximal cx and a taxus express2 2.75x12mm drug eluting stent was placed overlapping the first taxus stent. At some point, the patient discontinued the plavix. The patient presented 4 months later with chest pain and was diagnosed through angiography with a thrombosis throughout both the taxus stents. The vessel was 90% occluded. The patient was transferred to a different hospital and was treated with integrilin, heparin and ntg. A bare metal stent was placed. A 2.5x15mm maverick, 2.75x12mm quantum and a 3.0x15mm quantum were all used to post dilate the stent. The patient was discharged three days later. No further patient complications were reported. Additional information was requested, but is unavailable.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.